Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.